Event description:
This is a spontaneous report by a nurse (B)(6) of fever and bacterial peritonitis with (B)(6) in a patient coincident with dianeal pd4 ultrabag and extraneal viaflex therapies. On (B)(6) 2011, the patient began treatment with extraneal viaflex (lot number not reported; 2l per day, 1 bag per day) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2011, the patient experienced abdominal pain and fever; the patient was diagnosed with bacterial peritonitis. The patient was hospitalized. On an unreported date, the patient received an unspecified remedial therapy. According to the reporter, the patient was off the "tk catheter". It was not reported whether the patient recovered from the fever or bacterial peritonitis. It was not reported whether extraneal viaflex therapy was continued. Concomitant medication was not reported. The reporter believed the event of bacterial peritonitis with (B)(6) was related to dianeal pd4 ultrabag and extraneal viaflex therapies. The reporter did not provide an assessment of causality for the event of fever. On (B)(6) 2011 follow up information was received. On (B)(6) 2007, the patient began treatment with dianeal pd4 ultrabag (lot number not reported, 6l per day, 3 bags per day) ip for capd. On an unreported date, the physician took off the tenckhoff (tk) catheter. It was not reported whether dianeal pd4 ultrabag therapy was continued.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause is undetermined.